Event description:
Emergency medical services personnel were treating a cardiac arrest pt in asystole. An attempt at external pacing was made and allegedly the device continuously displayed a pacing leads off message and would not pace. The defibrillatiron/pacing electrodes were replaced and the therapy module reseated with no effect. Medications were administered however the report states the pt remained in asystole for the entire 45 minutes call. The facility reported no adverse effects to the pt as a result of the alleged malfunction.